Event description:
Customer's mother reported that her son has been getting a lot of high blood glucose readings. Customer's current blood glucose reading is 374 mg/dl. Mother stated that the high blood glucose readings are not going down with the insulin pump, however blood glucose levels do come down with manual injections. Mother also stated that inserting set has been painful for the customer. Through troubleshooting no damage to the drive support cap was noted. All settings are also programmed correctly and no leak was noted. Customer is currently at the health care provider's office. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.